Manufacturer narrative:
Findings: no prime/fill anomaly noted. Unit passed displacement test, rewind, basic occlusion test, prime/a33 test and occlusion test. Unit had cracked reservoir tube lip and minor scratched lcd window.

Event description:
The customer reported via phone call that she need assistance in programing a new replacement insulin pump. Customer blood glucose was unknown mg/dl. The customer was advised to retrieve settings from doctor and call back, so we can assist in programing the replacement pump. The customer also reported that they sent two insulin pump in error. The customer was advised that we will process return for the device that was sent in error. The customer advised that she will be sending pump back.